Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: ,(B)(4) ubd: 06-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) it was reported that patient fell and had sub dural hematoma (unrelated). Once in hospital he notified physicians that his ¿lead¿ had eroded through his skin. Patient did have small amount of infected skin around eroded lead. The fall and erosion were independent events. Full system replacement due to risk of infection. Customer discarded the explanted devices. The issue was resolved. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported/anticipated.